Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the trocar balloon was cut. The locking collar, valve seal, valve doors and obturator appeared intact. The inflation syringe was not received. A functional evaluation found that the lock collar was able to moved up and down the cannula and be locked securely into place. The valve button was pressed and the flapper valve opened and closed properly. The valve doors were able to be moved and locked into place securely. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an unknown procedure, the ballooning did not work. There was no patient injury.